Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging a onetouch ultralink meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013 at 6:30am the patient obtained readings of ¿220mg/dl¿ compared to ¿over 600mg/dl¿ on another ultralink meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter stated the patient uses a combination of oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The reporter stated on (B)(6) 2013 at 6:35am she became pale and nauseated. The reporter stated on (B)(6) 2013 at 6:40am the patient was given 23 units of novolog from a home health nurse. The reporter stated on (B)(6) 2013 at 7:45am a reading of ¿300mg/dl¿ was obtained on another meter. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. The patient was found to be using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the meter reading inaccurately, the patient was unable to control her blood glucose well and required assistance from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.